Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 57 mg/dl. Although, the paramedics felt that her blood glucose may have been in the range of 30 mg/dl prior to being admitted. The customer stated that she may have exercised too much, causing the low blood glucose levels. The customer stated that she may need to adjust her basal rates as well. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the insulin pump was not exposed to high magnetic fields. During the call the customer made changes to her basal rate settings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.